Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tube the rubber stopper remained in tube (stopper/shield/separation). The following information was provided by the initial reporter. The customer stated: "the cap was not placed appropriately onto the tube."

Manufacturer narrative:
Bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for improper assembly was observed. The rubber stopper was not aligned in the hemogard plastic cap closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.